Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 1111 mg/dl. The patient was delirious, vomiting, frequent urination and the patient fell down. The patient was admitted to the intensive care unit (ICU). For treatment, the patient was put on intravenous (IV) insulin and potassium. The pod was worn between 4 and 24 hours on the abdomen. The patient was still at the hospital. The pod was discarded.